Event description:
It was reported that the wake button on the pump was not working, and the customer was unable to turn the pump screen on with the pump button and has to rely on using the mobile app for pump functions. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.